Event description:
Civil complaint alleges use of renu with moistureloc multi-purpose solution by consumer from approx 3/05. Consumer was diagnosed with a fungal eye infection in her right eye with subsequent anti-fungal therapy. Consumer underwent a corneal transplant in 2005. Consumer has experienced loss of vision in her right eye. A subsequent report was received via the FDA medwatch medical products reporting program dated 6/8/06. Consumer reports use of renu with moistureloc multi-purpose solution from 1/1/05 through 7/05. Consumer was diagnosed with fungal keratitis and subsequently underwent an emergency corneal transplant. Treated with anti-fungal therapy for her right eye which has impaired vision of more than 50%. Consumer reports pain and light sensitivity. No further info or any medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.